Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the complete lead was returned. The stylet returned partially inserted in the lead with the helix in an extended position. Blood/body fluid noted in the neck region and in the helix housing. Testing and x-ray found that the cathode coil (inner coil) is fractured at the distal end of the terminal pin. Based on the necking down of the coil, this is most likely the result of trying to extend the helix.

Event description:
Boston scientific received information that during an implant, this right atrial (ra) lead experienced helix extension issues. The patient had tortuous anatomy. After multiple turns the helix would not extend. Ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.